Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: device appearance( a black particle is observed inside the device) microscopic analysis was performed which identified: a black particle is observed on the edge of the insert. Based on the device analysis the final assessment is: observed black particle, is within specification according to qa 199.07, so it is not considered workmanship. Reason for reoperation: foreign material on implant.

Event description:
Healthcare professional reported "black foreign material was observed" on tissue expander. Device was not implanted.